Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of angina is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary procedure with implantation of a 4.0 x 15 mm xience v stent in the left main coronary artery. On (B)(6) 2014, the patient experienced angina and was re-hospitalized on (B)(6) 2014. Electrocardiogram and troponin I levels were obtained, with normal results. Traditional (B)(6) medication was provided and the angina resolved on (B)(6) 2014. No additional information was provided.